Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, redness and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, erythema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the marionettes. About 4 months later, the patient developed 2 nodules on the left and right marionettes with redness and inflammation. Four days later, the patient was treated with hyaluronidase. Patient was reviewed the next morning and was "doing better." Patient continued to have several more treatments with hyaluronidase. No other areas of the face reacted.

Event description:
Additional information: symptoms have resolved.